Manufacturer narrative:
(B)(4). Batch #: v9595l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap colon procedure the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2022. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the trigger broken. The tissue pad was not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. No functional testing could be performed with the generator the device was disassembled to inspect the internal components and no anomalies were found. Care should be taken not to fire the device grabbing the handle guard, as excessive force could result in a broken component like in this reported issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.